Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin. Net transmission, high pacing lead impedance, high capture threshold and decrease ventricular sensing amplitude were observed on the right ventricular lead since (B)(6) 2020. Chest x-ray did not show a clear dislodgement. Programming changes were made. The patient was stable.